Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation still pending response from treatment provider.

Event description:
A treatment provider reported a patient who was treated with coolsculpting to the abdomen and arms on (B)(6) 2020 and to the inner thighs on (B)(6) 2020. A few months post treatment, the patient presented with paradoxical hyperplasia.